Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During suctioning of a lower limb arterial occlusion using a rotarex device, the operator heard a sharp noise. The device was immediately retrieved for inspection of the catheter tip. Examination revealed a gap between the catheter tip and the spring-loaded blade. After flushing with heparin solution, the blade inside the catheter emitted a loud, grating noise. Upon removal, the catheter was found kinked and rendered unusable. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received and hence a physical investigation was not possible. The user report and the provided images contain information regarding catheter noise, audible. After review of the provided images kinked helix has been observed. Therefore, the investigation is confirmed for the reported material deformation issue. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During suctioning of a lower limb arterial occlusion using a rotarex device, the operator heard a sharp noise. The device was immediately retrieved for inspection of the catheter tip. Examination revealed a gap between the catheter tip and the spring-loaded blade. After flushing with heparin solution, the blade inside the catheter emitted a loud, grating noise. Upon removal, the catheter was found kinked and rendered unusable. The procedure was completed using another device. There were no reported patient injury.